Manufacturer narrative:
Not available for return.

Event description:
Caller reported (B)(6) 2014 inform ii neonate result of 32 mg/dl on meter serial number (B)(4) and 2 minutes later on meter uu13073320 result was 48 mg/dl. No adverse event was reported. A request was made for the return of the meter and strips.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. (B)(4).